Event description:
It was reported that a patient implanted with an impella cp developed a hematoma of the right femoral artery. The hematoma was treated with a femstop and manual compression. Additionally, the patient's platelet count was down to 15 and there were concerns of heparin-induced thrombocytopenia. Impella support continues.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The device was not returned for investigation. The root cause of bleeding was determined to be use issue because the hematoma was formed during patient transportation. The cause of the thrombocytopenia was not determined due to insufficient clinical details.